Event description:
It was reported to philips that system's c-arm was freezing during angulation movements. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a coronary procedure at the time of the reported event. The procedure was completed by restarting the system and repositioning the c-arm. A philips field service engineer (fse) inspected the system on-site and confirmed that the angulation movement of the c-arm stalled sporadically. The fse identified that the motor assembly for the c-arm rotation was defective and needed to be replaced. To resolve the issue, the fse replaced the motor assembly for the c-arm rotation. After the replacement, the system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the system regained its functionality after a restart and the c-arm could be repositioned for the procedure completion, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and it was completed by restarting the system and positioning the c-arm differently. The philips field service engineer (fse) inspected the system onsite and confirmed that the system sporadically stops when the c-arm was moved cranially, and it was able to be moved upwards again once turned to caudal position. The root cause of the issue could not be found. To resolve the issue, the fse replaced the c-arm motor, adjusted the potentiometer, and c-arm movement. After that, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the inability to move the c-arm cranially did not prevent the procedure from continuing and the c-arm was able to be moved upwards again by turning it to caudal position which allows the user to complete the procedure, leading to the conclusion that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Upon re-evaluation, it was determined that this case is not a reportable complaint.